Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was discarded. The event of "back injury," deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported that a clinical patient was injected with juvéderm® voluma¿ xc. Approximately six months later, patient experienced back injury, deemed not related to the device. Patient was hospitalized for back surgery and discharged the next day. The event resolved one day from date of onset.

Event description:
Additional information reported patient had back surgery due to worsening of degenerative disc disease, deemed not related to the device. Back surgery was clarified as l-2 l-4 fusion surgery. Patient was prescribed ¿flexeril¿, and ¿gabapentin.¿